Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag, provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. The image shows the distal end of the wire guide through the clear pouch. The distal end of the device appears to be damaged, becoming uncoiled and stretched. Our evaluation of the product said to be involved confirmed the report. The wire guide was returned partially reinserted into the provided racetrack [packaging]. The pin vise was returned disassembled. The safety wire had broken and the distal tip separated 2.7mm distal to the proximal end of the coil spring assembly. The coil spring, with the tip still attached, has uncoiled and stretched 27.5cm. No portion of the device appears to be missing. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the product said to be involved confirmed the report of damage at the distal end of the wire guide as the coil spring has unraveled. A definitive cause for this observation could not be determined because the actual product handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. Prior to distribution, all roadrunner wire guides are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a procedure, the user selected a cook roadrunner wire guide. It was reported that the nurse opened the device packaging and found that the wire tip was cracked. A new of the same device was used. This occurred prior to patient contact; there was no impact to the patient.

Manufacturer narrative:
The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.

Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the picture provided with this report because the product said to be involved was not provided to cook for evaluation. A photo of the lot number was not provided. Our evaluation of the photo provided confirmed the report. The image shows the distal end of the wire guide through the clear pouch. The distal end of the device appears to be damaged, becoming uncoiled and stretched. Per the photo provided we cannot complete a full evaluation. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements describing the event. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photo provided confirmed the report of damage at the distal end of the wire guide as the coil spring has unraveled. However, we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all roadrunner wire guides are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.